Event description:
During injection in the abdomen with a bd micro-fine ultra 4mm x 0,23mm (32g) pen needle, the needle broke off requiring surgical intervention.

Manufacturer narrative:
Results. A sample is not available for evaluation. A review of the device history records could not be completed as a lot # was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).